Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Additional reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The customer was assisted in switching over to the fluid lumen for alternate arterial pressure (ap) access. After locating a pressure cable, the nurses were able to obtain a pulsatile arterial line waveform and appropriate numbers. There was no patient harm or adverse event reported.